Manufacturer narrative:
The uninterruptible power supply (ups) was returned for evaluation. Analysis findings confirmed the allegation. The device was charged for 6 hours and failed the load test. The batteries were replaced and the device then passed. The batteries would not hold a charge. An electrical issue was confirmed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was not functioning as designed and subsequently replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to complete startup and that the imaging system displayed a failure message on the pendant. There was no patient present when this issue was identified. No additional information was provided.